Manufacturer narrative:
The event of system explant due to a wound issue was reported to abbott. There is no infection and patient has seen a wound care specialist. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had reduced surgical healing at the ipg site. It was confirmed that a tiny pin hole sized hole would not close. As a result the patient had their entire scs system explanted.